Event description:
Facility reported that 10 minutes after treatment started, the patient had allergic symptoms ( itching, face flushing, throat tightness) denies difficulty breathing or chest pain. Bp 140/60, hr regular. Md was notified immediately and ordered benadryl if not better. The patients symptoms resolved without intervention within 5-7 minutes of onset and then reoccurred within 10 minutes. Physician was again notified and po benadryl was given. The treatment was d/c'd by returning blood slowly with no further symptoms or fever at this time. Approximately 1/2 hour later the treatment was restarted, symptoms were completely resolved at the time. Treatment completed at 11:25. At 11:44 benadryl was again administered for c/o flushing and "hot feeling going up back of neck." No other complaints noted at that time bp 156/82 hr 63 reg. Patient had previously dialyzed on an e-beam dialyzer several times before they were not on any new medications and was not receiving any medications at the time of the incident. Patient was discharged to home and instructed to take benadryl and report any further complications. Patient called clinic upon arrival at home and stated they feel "fine" with no further problems noted. The sample is not available for evaluation.